Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and broken belt clip slot. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was more than 200 mg/dl. Customer also stated that the reservoir lip was broke. The device will be returned for analysis.